Event description:
Pt contacted depuy/(B)(6) as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address hip pain with acetabular loosening and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.